Event description:
As reported by the user facility: reports: e5 was involved in treating a (B)(6) female for a severe allergic reaction. The procedure being performed was starting IV access, during which we experienced a failure of the angiocath (braun, introcan safety, 18ga 1 1/4"). Upon advancing the angiocath, the plastic met resistance and buckled at 2 points and appeared to crack longitudinally. Upon interview with emt, he reported having a smooth advance until slight resistance was met; he then reports hearing a pop sound with a small spray of blood coming from the angiocath, higher up the cannula than the pt contact point. Treatment rendered involved: starting a second line on the opposite arm, medical direction was contacted via paramedic, replacing the tourniquet on the affected arm. Pt transported to closest ed - (B)(6), (B)(6) continued to the hosp with the pt and circumstances made known. Upon inspection of the angiocath, the catheter had 2 fold points on it with the one closest to the end was sheared off at an angle. A portion of the catheter was possibly left in the pt's vasculature system; potential of embolus was considered and a tourniquet was re-applied to the affected arm prior to transport and medical direction was contacted. No sample saved.

Manufacturer narrative:
(B)(4). B. Braun medical, inc (importer) is submitting this report on behalf of b. Braun (B)(4). In a f/u call with the reporter, he confirmed that no sample was available to be returned. The incident occurred when the dept responded to a call for a (B)(6) female who was having an allergic peanut reaction. The catheter buckled at two points and appeared to have cracked upon insertion on the pt's left arm. The catheter was removed and it was observed that the end of the catheter had sheared off at an angle. A tourniquet was applied to the pts left arm for fear that a portion of the catheter may have been left in the pt. Pt was taken to the hosp where an ultrasound was performed and no object of the catheter was found in the pt's vasculature system. Pt was released from the hosp. A review of the complaint database was performed and no adverse trends of this nature were identified during the review process for item # (B)(4). The batch records could not be reviewed as the lot number was not known. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent info becomes available, a f/u report will be submitted.